Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was found that the cartridge was unused and cycled the needle properly. The suture was separated from the needle and the full length of suture was spooled within the suture tray. Examination of the needle and suture under magnification showed the suture was broken with the tip of the suture remaining swaged within the needle barrel. The suture unspooled from the tray with no unusual resistance. The most likely cause was suture breakage while unspooling the suture. This failure mode can be duplicated by restraining the spool while pulling the suturing device away from the cartridge tray. No manufacturing defect was identified. The user likely squeezed the spool which prevented the suture from dispensing during cartridge loading.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic sleeve gastrectomy and a suturing device was used. When the suture cartirdge was installed into the device, the cartridge was pulled back and the suture broke off inside the sleeve. A second like device was used to complete the procedure with no patient consequences reported. No additional information was provided.